Manufacturer narrative:
(B)(4). Evaluation: evaluation in process, no method, results or conclusion code can be chosen at this time. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a (B)(6) result on a patient. Initially, the patient tested (B)(6). The physician questioned the (B)(6) results. (B)(6) later, a new specimen tested (B)(6) (no cutoff provided). The physician expected the (B)(6) results to be (B)(6) but questioned the discrepant (B)(6) results. A third specimen was obtained which tested (B)(6). No (B)(6) was performed on the third specimen. No impact to patient management was reported.